Manufacturer narrative:
On 10/14/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/14/2019, it was erroneously omitted to report that : concomitant products: mentor memorygel breast implant 300cc , catalog number 3507300bc, serial number (B)(4) lot number 6497875. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/14/2019, it was erroneously omitted to report that : reason for device explant and/or reoperation: rupture and capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/14/2019, it was erroneously omitted to report that: a manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/25/2018, the mentor failure analysis lab has received the device for evaluation. On 8/6/2018 , device evaluation and investigation findings: upon receipt by mentor, the gel contained in the device appears cloudy. Brown material was observed within the device and on the shell surface. Pe discovered a rent measuring approximately 8.5 cm within a crease on the anterior aspect and extending to the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the brown material found on the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Because product evaluation was unable to confirm any unusual failure mode, no corrective action will be taken at this time. According to the information received, it was reported a rupture on a breast implant. Pe discovered a rent measuring approximately 8.5 cm within a crease on the anterior aspect and extending to the posterior aspect. No other anomalies were discovered. Complaint was confirmed. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet; however, complaint trends for mentor devices will continue to be monitored by quality assurance. Mentor performs 100% inspection and testing of all devices prior to release. This device report is being submitted as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. This report contains supplemental information for mentor psr reference number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6)-year-old hispanic female patient underwent a breast augmentation primary with a mentor memorygel breast implant 300cc and experienced left side rupture found during surgery. The patient also experienced capsular contracture baker grade unknown on the left breast implant. As a result, the patient had undergone removal and replacement with mentor gel breast implant on (B)(6) 2018 on (B)(6) 2019, mentor became aware that previously submitted psr reference numbers (B)(4) and (B)(4) were duplicated. Any additional event information received will be submitted under this manufacturer¿s report number 1645337-2019-21604.